Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient experienced no audio alert during the evening between 6-9 pm. She felt tired and took a nap while her food was cooking. She did not hear any alarms or alerts for a low blood glucose (bg) level. At some point she lost consciousness and her brother called emergency medical service and the fire department when she did not wake up. She did not know any continuous glucose monitor (cgm) or bg values at the time. In the ambulance in route to the hospital the cgm alarms occurred. The patient was treated with IV medication (d10) at the emergency room, and regained consciousness. After her bg level stabilized (less than 24 hours) she was discharged home in good condition. She did not remember any bg or cgm values during the event or at the hospital. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.